Event description:
It was reported that a minimum fill notification occurred as the customer was attempting to reload a cartridge that still had more than the minimum required amount of insulin. Tandem technical support guided the caller through filling and loading a new cartridge in an attempt to resolve the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer's blood glucose level.